Event description:
12/20/99: per dr, on more than one occasion, the stylet fired; however, the cutting cannula did not. Therefore, no core biopsy sample was cut. "When the needle did not cut the tissue, another needle had to be opened in order to take the sample". "Once, co had to open three separate needles to cut the sample".